Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 solenoid spring was broken. A field service engineer (fse) upon arrival drawer 2.2 was not sensing closed but the drawer was physically closed. Fse found the inseparable was not fully pushed over the sensor the spring had broken in half. Fse replaced spring and adjusted closure angle. The system functioned as intended after the field service engineer repaired the device.